Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: d8, g3, g6, h2, h4, h6, and h10. The device history record review confirmed that device has no abnormality in manufacturing, concession, and variation. The device was repaired on august 15 and nov 1, 2018, and sep 28, 2016. The failure of the charge couple device (ccd) unit is considered to be caused by the material deterioration of the ccd sensor due to ultraviolet rays.

Manufacturer narrative:
The device was returned for repair with no issue specified. At the time of estimation, it was observed that the device yielded no image due to damaged charge couple device (ccd) unit. Everything else was functional. Evaluation is still ongoing. Supplemental report(s) will be filed as any information becomes available.

Event description:
The device was returned for repair with no issue specified. At the time of estimation, it was observed that the device yielded no image due to damaged charge couple device (ccd) unit. There is no reported harm to any patient.